Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had incorrect language configuration. With incorrect voice prompts, a lay user may not understand the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer updated the lifenet preferences to resolve the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had incorrect language configuration. With incorrect voice prompts, a lay user may not understand the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.